Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Ref MFR report: 1627487-2013-18372. Ref MFR report: 1627487-2013-18374. Ref MFR report: 1627487-2013-18375. The pt was implanted with 4 leads (2 from the same lot) as part of her scs system. It was reported, the pt did not charge her ipg and the ipg is depleted. Surgical intervention will be taken at a later date to replace the pt's ipg and leads. It is currently undetermined why the leads will be replaced.